Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 83-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, access was obtained in the left femoral artery. A long sheath was unable to advance, despite serial dilation. A short sheath was inserted without issues. The pump was inserted; however, would not advance past the left iliac artery into distal aorta. The pump was removed, and the left iliac artery was ballooned multiple times. The pump was coated in diprivan. Multiple attempts to advance the cannula into the aorta were unsuccessful. Access was then obtained in the right femoral artery. The impella was inserted without issues. Vascular surgery was consulted to remove the peel-away sheath from the left femoral artery with cutdown. A distal perfusion sheath was inserted from the left peel-away sheath to the right superficial femoral artery (sfa) antegrade sheath, to treat right lower ischemia distal to the impella site. The following day, the impella was removed. The post-procedure outcome is survived at explant. Limb ischemia may be influenced by patient-specific factors such as the patient's severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.